Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2023-08526 and 2916596-2023-08498.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of an intermittent alarm and a driveline disconnect alarm were confirmed by review of the submitted log file. The log file contained data spanning approximately 5 days (B)(6) 2023 per timestamp). Intermittently from 13:54 on (B)(6) 2023 to 4:00 on (B)(6) 2023, abnormal power cable disconnect and low power alarms were observed while the controller was connected to battery power. These alarms activated due to the relative state of charge (rsoc) of the white power cable briefly fluctuating below either of the designed alarm thresholds. These alarms did not impact the ability of the controller to operate the pump at its set speed. At 13:57:42 on (B)(6) 2023, both power cables of the controller were disconnected from external sources. Shortly later at 13:58:00, the driveline was disconnected, activating a driveline disconnect alarm and causing the pump to stop. The driveline disconnect alarm resolved at 13:58:46, when it appeared that the driveline was reconnected to this controller. The pump returned to a speed above the low-speed limit within a few seconds, and no further atypical events were observed. The heartmate 3 system controller was not returned for analysis. The root cause of the abnormal low voltage and power cable disconnect alarms cannot be conclusively determined through this analysis. The root cause of the driveline disconnect alarm was determined to be related to the provided information that the caretaker performed a controller exchange; however, the driveline was ultimately reconnected to this controller. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, driveline disconnect, low voltage, and power cable disconnect alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR #: 2916596-2023-08526 (pump); 2916596-2023-08498 (system controller). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient exchanged system controllers after noticing driveline disconnect alarms, but it did not seem like any hazard alarm happened prior to controller exchange. Additional information stated that the patient and caretaker indicated that the controller was intermittently alarming after changing batteries. They did not specify what the alarm was, but the locking clip was unlocked (red button was visible) so caretaker decided to change controllers without checking the green pump running light, thinking the driveline was disconnected. Log files captured driveline disconnects on (B)(6) 2023 at 13:50:00. No hazards appeared before the disconnect. It appeared the driveline was re-connected to the initial controller at 13:58:50. After that, the pump functioned as intended.